Event description:
Sales rep reported revision surgery. Patient has been revised to address acetabular cup loosening.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.depuy still considers the investigation closed.

Event description:
Update rec&#37152;04/21/2014 - litigation received. Litigation alleges pain and injury. The femoral head is now being reported.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Update rec'd 05/20/2014 - plaintiff's preliminary disclosure form with medical records was received, which identified part/lot information. Medical records indicate upon revision, metallosis. Black stained tissue & scar tissue were noted. The complaint and associated MDR's were updated. There was no new information that would change the outcome of the investigation or affect the MDR decision. The complaint was updated on: 06/10/2014.